Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device had intermittent failed battery test alarm due to corroded battery tube. Device was monitored for 3 days. No blank display noted. No drive/motor anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. During visual inspection, the lcd was corroded. Device had cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and the pump's motor was not working. Customer state that the insulin pump had blank display due to corroded battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.